Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the patient stated they thought they were having problems with their spinal cord stimulation. The patient then said with this unit, the very first time the representative tried to adjust the settings, no matter what settings they were trying to stimulate, the stimulation only affected the right side of their body and mostly their right leg. The patient asked if that was normal. The patient also said if they lay down, stimulation was extremely strong and mentioned sometimes even when they were sitting, they would have the stimulation "attack them". The patient stated the first time they laid down in the bed, they felt the stimulation increase exponentially to the point where the right leg was shaking, and they could touch around the area of the generator at times and get stimulation there, which didn't make sense to them. The patient also found a spot along their spine they could also press on and increase stim there. The agent asked if the patient had met with the representative again after that initial programming, and the patient said they complained to the representative about the sensation they were feeling while the representative was adjusting, and the representative said they hadn't heard of that. The patient then said starting on friday, the relief they were getting had diminished significantly, and the charge would only last about 2 days. The agent reviewed body position effects on stimulation sensation, and charge frequency depends on settings/usage. The patient was redirected to their healthcare provider to further address the issue. The patient said their next step was going to be to set up an appointment with the rep and doctor.

Manufacturer narrative:
Annex a code correction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.